Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments. A portion of approximately 2 cm between the two segments was not received for analysis. The analysis of the lead fragments demonstrated a rubbed through insulation at the distal fragment. This insulation damage can be considered as the root cause for the observed noise issues as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages such as the deformed rv shock coil occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device was explanted and replaced due to noise. There are no adverse events reported for this patient. Should additional information become available, this file will be updated.